Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Caller said pt's controller says device not found when trying to connect to access MRI mode and caller said pt said the 'coils haven't been working' and didn't know if this was related or what was meant by this.redirected caller: patient's hcp patient stated that it is the same ongoing issue. They worked with rep on this issue about 6-7 months ago where there was some message. Patient stated they have not taken any other steps to resolve the issue since then, nor do they have any future plans to do so. Programming was done by rep but the results are not 100% satisfactory. Regarding no device found, patient stated it¿s because patient was hospitalized for unrelated health issue and she did not charge the device, MRI was unrelated too. Patient plans to charge it sometime next week and will call patient services if any questions. Patient had no further information.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019. Product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was seen (B)(6) 2020 for reprogramming, rep had no issues with oor while programming with tablet and patient was sent home with three groups and was doing well afterwards. However, patient started seeing "settings not available" around 0.3 ma (they had been running around 3 ma) on the group they like the most and gave them the best pain coverage. Caller tried to do troubleshooting with patient over the phone and stated patient wasn't seeing "settings not available" on the other groups but didn't like those groups as much since they didn't provide as much coverage. Pt reported seeing unable to reach settings on programmer on group c, she switched to group b and didn't see that message but preferred prog c1. Impedance checked and 0,9 showed high; reprogramming done to avoid 0 and 9 but then rechecked imp and then 0,9,11 showed high. Avoided 0,9,11 and gave pt new programming on a1 , b1 and c1 and 2. Rep checked imp several times - 0,8 high , 0,9 , 09,11. Zero was consistently high but avoided then 0,8,9 and 11 just to be safe. Reviewed patient programs with pt and stim felt comfortable. Pt denies any falls or events. The issue was resolved. No symptoms reported.